Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep). It was reported that the cause of the change in stimulation, increased pain, tingling feeling different and yellow impedances/possible shorts was that the patient reported ¿running¿ for the first time in several years and noticing the difference after that. The rep stated that imaging came back clear in terms of lead migration or obvious fracture. The rep reprogrammed the patient and the patient reported better pain relief again and good coverage. The rep also reported that the yellow impedances were gone during follow-up several days later. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient went running for the first time in several years and began to experience a change in his stimulation after that time. The rep reported that the patient¿s pain increased and the ¿tingling¿ felt different. The rep reported that an impedance check was performed; the first time two contacts were showing ¿yellow¿ as a possible short; the second time about 15 minutes later, four contacts were showing as possible shorts. The rep reported that a reprogram around the affected contacts was attempted. The rep reported that the patient had a CT scan scheduled and a follow up appointment with his physician as well to see if the leads moved. The rep reported that from there either another reprogram or surgical options would be discussed. The issue wasn¿t resolved. No further complications were reported.